Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebt2073 showed two other similar product complaints from this lot number.

Event description:
It was reported by the sales rep that the facility reported a crack in the hub of a provena. The sales rep stated that chemo leaked everywhere including "onto the patient". There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was inconclusive because no sample was returned to bard access systems for evaluation. Based on the description of the reported event, possible contributing factors include instrument contact, tensile damage and over-tightening damage; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. A lot history review (lhr) of rebt2073 showed two other similar product complaints from this lot number.

Event description:
It was reported by the sales rep that the facility reported a crack in the hub of a provena. The sales rep stated that chemo leaked everywhere including "onto the patient". There was no reported patient injury.